Manufacturer narrative:
Evaluation completed. One opened bl5114 pack from lot w4718 was returned. The expiration date on the label was 2020-11-20. Visual inspection found the assembly dirty with a milky, cloudy fluid inside the cassette and tubing. In addition, two white plastic containers were returned. One container has milky, cloudy fluid that has what appears to be a fungal growth in it. The other container has a face drape with a slit. The drape was wet and had an unknown substance that look like organic material, particles, and hair on it. The fluid from the cassette was drained and filtered. The fluid from the container was filtered. The drape was examined microscopically and larger pieces of the substance and particles were placed on a filter. All three filters were examined microscopically. The filters were covered in particles. Many are globules, or are gel-like that have the appearance of organic material. Some are a shade of brown that have the appearance of fungal growth. No white particle was found. Due to evidence of use, the source and origin of the particles cannot be determined. Due to the condition in which the product was returned,the root cause cannot be determined. The product evaluation did not detect the reported white particle. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported that a white particle entered the eye during the sculpt section of the phaco procedure. It was aspirated out by the surgeon and surgery continued. During lens (not bausch lens) implantation issues occurred and zonular dehiscence and vitreous loss occurred but this was not related to the particle. The particle had no effect on the surgical outcome.